Event description:
After betadine prep and drape, 25ga needle inserted at l3-l4 with pt right side down. Stylet withdrawn and small dark foreign body noted inside needle hub. Csf flowing out, floated foreign body to edge of hub. Needle moved and sent to pathology. Second 25ga needle inserted and successful spinal anesthesia obtained. Needle sent to pathology for examination and culture. None (pt's operation was to be right inguinal herniorraphy, but was cancelled due to surgeon's concern for possibility of infection (remote possibility).